Event description:
The customer reported that hemolysis was observed in the double red blood cell (drbc)product bags on the day of collection. Two hours post-collection, they noticed a difference in color between the 2 rbcs that had been collected. On visual inspection they are seeing hemolysis. They had not done a plasma free hemoglobin test to confirm hemolysis. Per the customer, the testing tubes showed no signs of hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a insufficient information provided at this time to determine if a device malfunction that has the potential for injury occurred.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the hemolysis experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. No unusual process variable was identified with the run data file and the trima accel operated as intended. There is no indication in the run data file of any event that could result in the hemolysis observed in the drbc product. Possible causes for hemolysis in the drbc product include, butare not limited to, use of incorrect solution(s) for rbc storage, improper rbc transportation and storage conditions and/or excessive stripping during rbc processing.

Manufacturer narrative:
Investigation: the run data file (rdf) was investigated for the procedure. No unusual process variable was identified and trima accel operated as intended. There is no indication in the run data file of any event that could result in the hemolysis observed in the drbc product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided